Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the proximal conductor was fractured. It was noted that defibrillator conductor was fractured, the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, the outer tubing overlay cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach/breach (non-electrical), the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the proximal conductor was fractured. It was noted that defibrillator conductor was fractured, the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, the outer tubing overlay cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach/breach (non-electrical), the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Event description:
It was reported by the patient that the lead was broke. The lead was explanted. No patient complications were reported as a result of this event.

Event description:
It was reported by the patient that the lead was broke. Additional information was received alleging that the lead was fractured which caused defibrillation to go off. The lead was explanted and replaced. No further patient complications were reported as a result of this event.